Manufacturer narrative:
Investigation summary: upon visual evaluation of the image provided in the complaint, the tissue expander appears deflated. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a reconstructive skin surgery with a 700cc mentor tissue expander and experienced right-sided deflation postoperatively. As a result, the patient underwent explantation on (B)(6) 2022. The device was discarded inadvertently upon explantation and is not available for product evaluation. The device was implanted in the patient's right thigh. The event date was estimated as (B)(6) 2022 based on available information.

Manufacturer narrative:
On october 26, 2022, the product investigation summary was updated: upon visual evaluation of the image and video provided in the complaint, the tissue expander have a tear on the union between shell and patch. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.